Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the physician could not obtain satisfactory current of injury and attempted to reposition. It was noted the helix of the lp had stretched. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched was confirmed. The reported event of positioning failure was not confirmed. Visual inspection was performed and the outer helix length was stretched out of specification and this is consistent with procedural damage. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Electrical analysis and longevity assessment were performed, no anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.